Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced the events of ¿when I touch left breast, I feel the size of a grape¿, ¿is ashamed that it does not appear that there is a device on left side¿, ¿rupture¿, and ¿scared about the recall¿. Device remains implanted.

Event description:
Patient reported they experienced the events of ¿when I touch left breast, I feel the size of a grape¿, ¿is ashamed that it does not appear that there is a device on left side¿, ¿rupture¿, and ¿scared about the recall¿. Additionally, healthcare professional reported "left implant with bright spots and low signal thin lines, compatible with intracapsular rupture and free silicone at the posterior edge of the implant, setting up extracapsular rupture", "early enhancement by contrast, suggestive of post-surgical scar", " architectural distortion in the left breast, suggestive of steatonecrosis" and "encapsulation". Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported "left implant with bright spots and low signal thin lines, compatible with intracapsular rupture and free silicone at the posterior edge of the implant, setting up extracapsular rupture", "early enhancement by contrast, suggestive of post-surgical scar", " architectural distortion in the left breast, suggestive of steatonecrosis" and "encapsulation".